Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had no audio. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated when an alarm goes off it only vibrates works for a while, no longer. Customer stated they had a low episode when they had the audio issue but was okay after he ate. Customer did not want troubleshooting. The insulin pump will not be returned for analysis.